Event description:
The patient experienced underdose symptoms (specific symptoms unknown to reporter) and was supplementing with oral baclofen. The pump was programmed to deliver a dose of 1450.9 mcg/day. On (B)(6) 2015, during a pump replacement due to normal end of service, a catheter issue was discovered. There was a break at the distal catheter segment. As a result, the catheter was replaced and the issue was resolved. The patient status at the time of this report was noted as alive, no injury. The pump was used to deliver lioresal. Additional information later received from the hcp reported that the pump was empty. It was unknown if any catheter segments were left in the patient not in use or in the intrathecal space. No additional actions or interventions were taken since the patient was already on oral baclofen. Patient outcome was unknown as there had been no follow up post pump replacement.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: catheter. (B)(4).